Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that touchscreen was "not as responsive." No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.